Event description:
It was reported that the leads migrated. The patient underwent a lead explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc1110020. Model: sc-1110-02. Serial: (B)(6). Batch: 182360 UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial:(B)(6). Batch: a28776. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35 . Serial:(B)(6). Batch: a32255. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138550. Model: ssc-3138-55. Serial:(B)(6). Batch: 160807. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138550. Model: ssc-3138-55. Serial:(B)(6). Batch: 160926. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2208700. Model: sc-2208-70. Serial: (B)(6). Batch: 147379. UDI: (B)(4) not found. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.